Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: a left side left side pain, capsular contracture, baker grade IV and an exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported a left side left side pain, capsular contracture, baker grade IV and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the specification, white particles in the shell, deformation device, wear abrasion and creases fold. Voids and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a left side left side pain, capsular contracture, baker grade IV and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.